Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that per a police report the patient's cause of death was a myocardial infarction.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012, product event. Summary: the device was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient "had a significant shock and fell off his horse. He later died in the hospital." The spouse questioned "why didn't the device try to shock him when he died, but shows multiple shocks when they removed the device". Follow up with the patient's clinic yielded no further information.